Event description:
End user reported that the seat on his 9780 shower chair has cracked diagonally, from front to back and several smaller cracks have developed off the main crack. User stated he has pinched his buttocks when using the shower chair.